Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced needle break event on (B)(6) 2025 and was still in the cannula after insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.